Event description:
During a plastic surgical procedure, the pt was burned on the eyelid. The customer alleged that there was a small hole in the insulation of the needle.

Manufacturer narrative:
Investigation in progress, but not yet complete.